Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00373. Remains implanted.

Event description:
It was reported that a bilateral patient underwent left total hip arthroplasty and is currently experiencing pain and elevated metal ion levels approximately 10 years post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.